Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the syringe module stated "calibrate", and the pcu stated calibration was needed and asked for confirmation. The medication stopped infusing. No additional information is available.